Event description:
The report from the field indicated that: a pt had a cypher stent implanted in the lad (length and vessel info unk). The pt was recatheterized 16 months later for chest pains, and 1cm sacular aneurysms were found on the proximal and distal edges of the previously implanted cypher stent. The cypher was widely patent. The pt had a totally occluded rca that was documented in the initial index catheterization. The rca had developed collaterals, so per the dr it should not be the source of the pt's chest pain. The pt did have an aortic aneurysm noted prior to the index procedure, so the dr thought there might be possible vascular issues, and was not blamming the cypher for the aneurysms.